Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by not feeling well. The cause of the peritonitis was unknown. On an unreported date the same month as receipt of this report, the patient was hospitalized for the peritonitis event. Treatment rendered for the event of peritonitis was unknown. On an unknown date while hospitalized, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was not reported if the peritonitis resolved or if the patient was recovered from the peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.